Manufacturer narrative:
This is one of one initial report being submitted for this complaint (B)(4), with associated manufacture report numbers of 1058196-2016-00022. (B)(4). Concomitant devices 6fr/25cm sheath introducer (unknown manufacturer); chikai (asashi intecc, 0,014¿) guidewire; envoy (6fr mpd) guiding catheter; excelsior sl-10 (stryker) microcatheter; prowler select plus microcatheter; scepter (terumo) balloon catheter; okay (goodman) connector; gooseneck snare catheter (ev3). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the healthcare professional, the enterprise stent (enc453700/10479605) failed to deploy during a coil embolization procedure. The procedure was vascular reconstruction device assisted coil embolization of an aneurysm and the direct carotid cavernous fistula (ccf) at the right-internal carotid artery (ica)-posterior communicating artery (pca) junction. The patient's vessels were neither torturous nor calcified. After embolization of the aneurysm (located between the artery and vein) and the ccf to some extent, the physician decided to deploy the stent towards the ica side to prevent the coil migration from the vein side. There were no difficulties during introduction of the catheter over the guide wire prior to the attempted use of stent. Upon placement of the stent at the target site, the distal end of the stent expanded slightly however the proximal side did not expand. Prowler stent plus micro- catheter (lot unknown) was being used when the enterprise stent failed; the stent was not stuck in the catheter, it was placed at the target site but did not expand. The physician could not see the peripheral side of where the stent was placed on the angiography. The stent was successfully recovered from the patient by using a goose-neck snare catheter, and then the embolization was continued using the same microcatheter by placing the balloon (competitor's device) at the target site. The peripheral vessel was then confirmed from the x-ray photo. The procedure was completed without further issues and there were no patient injuries or complications. However, due to the event the procedure was delayed by 10 minutes. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. No visible damages were noted on the product prior to the events. The complained product has already been disposed. No further information is available.

Manufacturer narrative:
This is follow-up 2 report for this complaint (B)(4).

Manufacturer narrative:
This is one of one final MDR report for this complaint. Based on the information, the event could not be confirmed. The enterprise stent was not returned for analysis; therefore the root cause of the stent failing to deploy could not be determined. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.